Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the plunger stops and then the customer received a no delivery alarm. Customer stated that the alarm occurred during a basal. Customer is going to change their infusion set and call back as needed. Customer terminated troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.